Event description:
It was reported a reaming rod measuring device that broke during surgery. The surgeon was performing a trochanteric nail procedure and as the surgeon opened the packaging for the measuring device, the bolt on the ruler fell out and hit the floor. Another device was used. There was no harm to the patient, and surgery was successfully completed without any delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.